Event description:
It was reported that a catheter issue occurred. Vascular access was obtained via the radial artery. The 2.75mm diameter target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter run smoothly, providing clear images. After a stent was implanted, the opticross hd was unable to cross the stented area, and it was noted that the tip was kinked and partially detached. The device was manually removed by the operator. The procedure was completed using another opticross. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. Vascular access was obtained via the radial artery. The 2.75mm diameter target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter run smoothly, providing clear images. After a stent was implanted, the opticross hd was unable to cross the stented area, and it was noted that the tip was kinked and partially detached. The device was manually removed by the operator. The procedure was completed using another opticross. There were no patient complications and the patient condition following the procedure was stable.